Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized for diabetic ketoacidosis. It was also stated that, the nurse checked the bolus history and revealed that the daily totals were zero. No troubleshooting was performed and no additional information was provided at the time of call.